Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The user alleged that the humidifier latch was broken. There was no report of patient harm or injury. During the evaluation, the device was visually inspected and found evidence of foam degradation. In addition, there was scratches on ui panel screen, visible when powered and scratch on bottom. These parts were replaced to address the issue. The service center concludes that the complaint was confirmed and there was evidence of sound abatement foam degradation.